Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was emitting a constant beeping tone. The local field representative (fr) confirmed that a magnet was not present. The fr turned magnet use off in the device and the beeping did not stop. No faults or error codes were noted. Technical services (ts) had the fr program the 'beep on sensed and paced events' on and then back off again. After this reprogramming sequence, the beeping stopped. A save all to disk was sent in for analysis. It was determined that the battery voltage was middle of life 2. Ts was not able to give an accurate longevity estimate. Subsequent information indicated that the device was explanted due to long charge times. No additional adverse patient effects were reported.

Manufacturer narrative:
Boston scientific has found that the prizm family of devices can emit a constant tone if a tone disabling event occurs within the first 2.5 msec of the 100 msec standard beep duration window. This can be caused by the removal of a magnet, the programming off of the beep on feature, or clearing of a fault code. The problem can be resolved by reprogramming any beep on feature. The continuous tone does not affect the device's ability to sense or deliver therapy. A review of device memory revealed that the device declared eri after experiencing two consecutive charge times greater than the eri charge time limit of 18 seconds. The device passed a series of diagnostic tests to assess the performance of defibrillation, pacing, sensing, high voltage shocking, and diagnostic recording functions. The device's monitoring voltage was normal based on therapy use and programmed settings. Charge times in excess of the 18 second eri charge time limit triggered eri earlier than expected. This was due to a build-up of internal battery impedance, preventing the device from meeting its expected longevity per device labeling.